Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 07 june 2022, senseonics was made aware of an incident where user reports having to keep going back into initialization phase due to having two sensors in arm.

Manufacturer narrative:
The user has two sensors in the same arm. If a sensor is inserted in the same arm and near an older sensor that was not removed, the transmitter may read information from the old sensor, interfering with system performance. User was advised to consult with the hcp to discuss the possibility of removing the old sensor, or removal of both sensors if unable to determine the location of the old sensor. Per notes of associated pm0 case, complaint: (B)(4), removal of the old sensor was not performed because it was unable to be palpated and no ultrasound guidance was available. Multiple follow ups were made to gather more information from the clinic, but was unresponsive. This incident does not require any further investigation. No resolution was possible due to lack of response from the clinic (ref case: complaint: (B)(4). H6. Investigation findings updated to 4247. H6. Investigation conclusions updated to 4316.